Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon is likely due to a failure of the patient board. The patient board has degraded over time due to repeated use for a long period of time. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported image issue due to a faulty patient board set. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
A user facility returned the olympus, evis exera ii video system center to olympus due to an image issue. There was no harm or user injury reported due to the event.